Manufacturer narrative:
Complaint pump returned for evaluation. Visual inspection found the pump to be in poor condition. The top case and right plunger case was cracked. Check clutch error was found in the event history log. Mechanical testing was able to duplicate the error. The position potentiometer is over 10 years old and appeared worn. Position potentiometer was replaced and pump then passed all testing.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.